Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on the esc button and express bolus button. No button error alarm noted. Insulin pump also received with cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. (B)(4).

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 166 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.